Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis was unknown. On an unknown date, the patient was treated with ceftazidime and vancomycin (dose, frequency and route unknown) injected into pd bags for peritonitis. On an unknown date, ceftazidime and vancomycin therapies were discontinued. The patient was discharged nine days after the hospitalization. The patient had not recovered from the peritonitis. The patient¿s catheter was going to be removed and a new one was going to be put in. Physioneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On (B)(6) 2014, the patient was again hospitalized for a surgery to remove the pd catheter (due to bacteria in line as reported previously) and treated with antibiotics without catheter for 3 days. After treatment for 3 days, a new catheter would be installed. The day after the hospitalization, the catheter was removed and on an unreported date during hospitalization, the patient was treated with bactrim (route, dose and frequency unknown) for peritonitis. On an unreported date, the patient had cold that affected heart and lungs. Treatment was not reported. Four days after the hospitalization to remove the pd catheter, the patient passed away due to the cold that affected the heart and lungs. An autopsy was performed but no report was received. It was unknown if the patient had recovered from the peritonitis prior to death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): on an unknown date in (B)(6) 2013 about 3 days before hospitalization, the patient experienced peritonitis.as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.